Event description:
From an article titled "the risk of oversizing with sutureless bioprosthesis in small aortic annulus," it was reported that during avr with a perceval m +tv annuloplasty performed in full sternotomy, the valve size m was currently deployed and positioned, but the stent kinked at the level of the noncoronary sinus after the aorta was closed. During post-implant (intra-op) tee paravalvular leak was detected. The valve was replaced with a perceval size s. The outcome of the patient was good with good functionality of the valve. The patient's aortic cross clamp time was 112 minutes.